Event description:
It was reported that the pump touch screen was unresponsive. The pump was reset to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 80 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.